Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) laboratory received the suspect user interface module (uim) for investigation. The fa group performed a visual/electrical inspection of the device components, power cycle runtime routines, power testing and heat freeze component application. At this time, carefusion has not duplicated the reported event and therefore can not determine a component root cause failure. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion service group received the suspect user interface module (uim) for investigation and repair. The service group performed a visual/electrical inspection of the device components, power cycle runtime routines and power testing. At this time, carefusion has duplicated the reported event and a component root cause failure investigation was referred to our failure analysis. The final investigation will be included in a follow-up report.

Event description:
The customer reported a blank display on this avea ventilator during pre-use setup. The customer stated this issue was not associated with a patient event.